Manufacturer narrative:
The customer returned the meter and one test strip for investigation. The returned strip, one master lot strip, and retention meter were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 4.6 inr, donor 2 inr: 2.0 inr. Donor 1 hct: 37%, donor 2 hct: 40%. Testing results: donor #1: master lot: 4.6 inr, customer strip and retention meter: 4.4 inr. Donor #2: master lot: 2.0 inr, master lot strip and retention meter: 2.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. There was no information provided that would point to a cause for the result discrepancy.

Manufacturer narrative:
(B)(4).

Event description:
The patient stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4) using test strip lot number 17618921 and coaguchek xs meter serial number (B)(4) using test strip lot number 17619123. This medwatch will apply only to coaguchek xs meter serial number (B)(4) using test strip lot number 17619123. Patient identifier (B)(6) for information related to coaguchek xs meter serial number (B)(4) using test strip lot number 17618921. The patient had a sample that was tested in the laboratory using the dade innovin test method at 3:44 p.m. And it resulted as 3.9 inr. The customer believes this result to be accurate. A fingerstick sample from the patient was tested on meter serial number (B)(4) at 5:44 p.m., resulting as 5.3 inr. A fingerstick sample from the patient was tested on meter serial number (B)(4), resulting as 5.2 inr. The result from this meter was obtained within seven hours of collection of the sample used for the dade innovin test. The patient's therapeutic range is 3 - 4 inr. The patient's testing frequency is once per week. The patient is not anemic and does not take direct thrombin inhibitors or heparin. The patient does not suffer from antiphospholipid antibodies. The patient is currently feeling fine. No adverse event was reported. The patient stated that her warfarin dose had been increased since her last test. Dosage was not changed based on the meter results from (B)(6) 2017. The doctor did not change the warfarin dose of the patient since the dade innovin laboratory result was within the patient's therapeutic range. The patient's product has been requested for investigation and replacement product has been shipped to the patient. Relevant retention test strips (lot 176191-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.